Event description:
A beckman coulter inc. Representative communicated that a customer reported the generation of erroneous low nucleated red blood cell (nrbc) results and suspect white blood cells (wbc) results from an unicel dxh 800 coulter cellular analysis system for a single patient sample on (B)(6) 2010. There were instrument generated review (r) flags for wbc and uncorrected white blood cells (uwbc) results and instrument generated suspect messages. The nrbc result was regarded as erroneous when compared to the manual smear nrbc percentage, which the customer regarded as correct. The associated instrument generated wbc value did not correlate with the customer anticipated wbc value derived from the correction count and uwbc results. It is unknown as to whether the erroneous test results were reported out of the laboratory. It is unknown if there was a death, serious injury, or affect to patient treatment as a result of this event. No sample handling/collection information or raw data files were provided by the customer.

Manufacturer narrative:
(B)(4). The user facility/customer where this event occurred is unconfirmed. However, as the company representative reporting the event was outside of the united states this event is inferred to be an external event and a foreign report. Service was not dispatched. Beckman coulter inc. Assessment of customer supplied information indicated that the u/wbc correction count was not based solely on the presence of nrbcs. It was not possible to determine the cause of the nrbc recovery issue due to the lack of supplied raw data. A definitive root cause could not be determined based upon the information provided. As part of a retrospective review, this event was determined to be reportable.